Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000522, serial/lot #: unk. The representative went out to the site to preform a system check-out. He noted that there was a visual inspection failure. Once he replaced the fuses the failure was resolved. The fuses were discarded by the representative. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that the mobile viewing station (mvs) will not power on. It was confirmed that the mvs line power light was not illuminated. The representative replaced the fuse and this resolved the issue. There was no harm to the patient present.